Manufacturer narrative:
(B)(4). On march 24,2017, it was reported that there was malfunction (bad), cutter blade worn. The customer returned the device for evaluation initial qa inspection of the meshgraft ii instrument only by zimmer biomet on march 24,2017 certified that the device cannot be proper mesh. Repair of the meshgraft ii instrument only was performed by zimmer biomet (B)(4) on april 7,2017, cutter blade, side plate failure, roller shaft part with scratch incorrect part replacement, disassembly, clearance adjustment and operation was checked. Meshgraft ii instrument only, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii instrument only serial (B)(4) as documented in the repair reports in live link. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the cutter blade was worn, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that there was malfunction (bad), cutter blade worn. This device was sent to zimmer (B)(4) for repair. Initial inspection revealed that the device cannot be a proper mesh.